Event description:
It was reported that, "pt complained of lateral hip pain. Injections did not relieve pain. X-ray revealed subsiding slightly of tem and leg length changed. A revision to remove cable and head scheduled. Longer head implanted."

Manufacturer narrative:
The following other hip devices were also listed in this report: delta c-taper head 36mm-5, cat# 18-36-5, lot# 31034103. D-m-2.0mm beaded cable set vit, cat# 6704-0-520, 3 lot# 4125506. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical record) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.